Event description:
It was reported that the patient's implantable pulse generator (pacemaker) and this right ventricular (rv) lead have a history of intermittent spikes in pacing impedance measurements with some measurements greater than 2000 ohms. Additionally, pacing inhibition of greater than two seconds was observed due to oversensing of noise. Further evaluations confirmed all lead values were stable in bipolar mode. The lead configuration was changed from unipolar pacing and bipolar sensing to bipolar mode for both as the patient was experiencing some pocket stimulation with unipolar pacing. A boston scientific boston scientific technical services consultant documented and discussed the reported clinical observations. The pacemaker and this rv lead remained in service until they were eventually explanted and surgically abandoned, respectively. Both products were replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).